Event description:
The customer reported that there was a defective image on the system and the amp plug was broken.

Manufacturer narrative:
(B) (4). The ge service rep replaced the amp. The system operates as intended.